Event description:
The pt suddenly lost access to sound. There was no report of trauma and the external device works properly.

Manufacturer narrative:
(B)(4). The device has not been explanted if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.